Event description:
It was reported that the sensor had been transmitting dampened waveforms since (B)(6) 2016 as previously reported under MDR-2017-23590. On (B)(6) 2024 the patient was implanted with a second sensor. The patient is able to obtain physiological readings with the new device. The cause of the dampening was not identified during the procedure. The physician thought the sensor was possibly in the coronary sinus or in the soft tissue space but was unable to confirm.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.